Event description:
It was reported that the patient contacted the clinic after no longer being able to hear with her device on the left side. The day before, the sound had been intermittent or no sound at all on her left side when trying her audio processor. She also reports a sudden burst of sound with the processor with placement of the coil. The patient reports that her external equipment appears to be functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.